Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9 additional information: h3, h4, h6, h11 the device was returned to olympus for inspection, and the light guide connector was confirmed to be broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the break in the light guide connector was likely due to excessive force due to the effect of a large mechanical force due to shock, fall or collision with other equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light guide port of the rigid arthroscope was loose and came out easily. The issue occurred during maintenance. There were no reports of patient harm.